Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The customer declined to provide the blood glucose reading. He stated that he has had issues where the alerts were false. He observed that it took up to a day to get the sensor glucose reading closer to the blood glucose reading. Nothing further reported.